Event description:
Info was rec'd that reported a pt was hospitalized in 2006 with hyperglycemia. The reporter stated that pt was admitted when their blood glucose became "too high" but did not know the value. The reporter stated they had attempted to bring the pt down via correction bolus, but this did not work. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.